Event description:
It was reported that during an 8 hour oral procedure, the handpiece became hot and the patient received a second degree burn on the cheek and jaw area. The burn was treated with silvadene cream.

Manufacturer narrative:
The product was not returned to manufacturer for investigation. If further information is obtained, a follow up report will be completed. It is possible for overheating to occur if the handpiece had prolonged use of more than the recommended duty cycle. The investigation indicates that the procedure was 8 hours long so it is possible that the duty cycle was not followed. The IFU clearly states that the duty cycle for the hand piece is 20 seconds on/20 seconds off with a maximum of 10 cycles before allowing it to cool for a minimum of 30 minutes.